Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care. The cause of death was cirrhosis of liver which led to renal failure. The caller stated that the cause of death was diabetes related as well. The customer was diagnosed with cirrhosis of liver in (B)(6) of 2015. The caller did not know the customer's blood glucose at the time of death. At this point, the caller declined responding to any other questions.